Event description:
Pt came to emergency room via ems. An intra-osseous needle was placed in the field in the left shin. Once the pt was stabilized and in ICU the io needle was difficult to remove and broke off with a portion remaining in the bone. Orthopedics consulted, x-ray confirmed foreign body, removed by orthopedic physician at bedside. Needle was placed in needle drop box by physician thus it is unavailable for examination. Diagnosis or reason for use: respiratory arrest. Used by ems.